Manufacturer narrative:
On december 13, 2024, novocure received additional information that the patient's scalp infection had recurred. As a result, the physician prescribed an additional oral antibiotic and optune gio therapy was temporarily discontinued.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin infection cannot be ruled out. Contributing factors for skin infection in this patient include concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 55-year-old female patient with recurrent glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On (B)(6), 2024, novocure was informed that the patient experienced increased itching, and the development of sores across her forehead and top of her head over the preceding month, which significantly impacted the placement of the transducer arrays. The patient consulted with a healthcare provider (hcp), who diagnosed the sores as infected and prescribed a course of doxycycline. The hcp advised the discontinuation of optune gio therapy for a period of 1-2 weeks. On (B)(6) 2024, novocure was notified that the patient had resumed therapy. The prescribing physician was contacted for additional information without reply.